Event description:
It was reported that this pacemaker exhibited undersensing and loss of capture on the non-(B)(6) right ventricular (rv) lead. Further follow up was recommended. Currently, this product remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).